Event description:
IV tech found something odd on a 50ml bd IV syringe -lot# 4183156, expiration: [redacted date]. It is a white spot on the inside of the syringe (not on plunger) -looks like it could be something or just a plastic abnormality. Sent pictures and escalated to pediatric pharmacy moc. Sequestered syringe. Manufacturer response for 50ml syringe, (brand not provided) (per site reporter) emailed rep on [redacted date] awaiting response.